Manufacturer narrative:
(B) (4). Eval: method: device history could not be reviewed as no serial number was provided. Results: no product was returned. Conclusion: cause of event cannot be determined. Analysis: no product was returned for analysis. Conclusion: the cause of death is unk at this time, however, it was reported that it was not related to the device. Additional info was requested, but was not received. Should additional info be received, a follow up report will be filed.

Event description:
Medtronic received info that the pt with this bioprosthetic valved conduit died the same day as re-operation. It was reported that the pt had previously undergone a ross procedure where a bioprosthetic pulmonary valved conduit was placed in the pulmonary position. The pulmonary valved conduit reportedly had calcified due to an aneurysm on the aorta which had bulged into the pulmonary valved conduit.